Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Concomitant product: 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited missing beat due to device settings that resulted in ipg oversensing. The ipg sensitivity settings were reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.